Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, it was discovered during the case that the ordered xr, tvis cut guide tcfb kit rt ¿was not made as an xr¿; therefore back-up/standard instrumentation was required to continue the procedure with a ¿short delay¿. Per correspondence, ¿there were no delays or adverse events as standard instrumentation was available. No additional follow up required¿ and the blocks will not return for evaluation. Based on the information provided, the root cause of the reported event could not be determined. Patient impact beyond the reported modified procedure and ¿short¿ surgical delay would not be anticipated as the procedure was reportedly completed with standard instrumentation. No further medical assessment is warranted at this time. Should additional clinically relevant documentation/ information become available, the clinical/medical task may be re-opened for further evaluation a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to communication error, procedural/user error, system data incorrect, input incorrectly or a software issue the contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the tvis cut guide tcfb kit rt was not made as a xr, but it was ordered as an xr. The issue was discovered during the case as the block was opened as a sterile item. A short delay occurred as the error required that standard mechanical instrumentation be assembled and used.

Manufacturer narrative:
. Internal reference number:(B)(4).